Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the number 2 epen socket was not working. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to be component wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the number 2 epen socket on the standard console device was not working. During in-house engineering evaluation, it was observed that the alleged malfunction was duplicated and confirmed. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.